Event description:
Pt was on ventilator having breathing treatment. After breathing treatment the nurse inadvertingly connected the pt's flex tube attached to her trach cuff to the exhalation manifold. Thus the pt did not receive any further oxygen support. Pt suffered respiratory arrest, and later died. The ports are designed to fit interchangable tubes of various sizes.